Manufacturer narrative:
UDI number: (B)(4).  This is one of two manufacturer reports being submitted for this case.

Event description:
As reported, during a transfemoral transcatheter aortic valve replacement (tavr) with a 26mm sapien 3 ultra valve, the valve and delivery system were unable to advance beyond the left common iliac artery.  The delivery system was repositioned in the sheath and attempted to advance again but was unsuccessful.  The valve, delivery system, and sheath were removed as a unit.  Upon removal of the system, there was an injury to the common iliac artery.  The seam of the sheath was torn open between the partially expanded segment and the distal end of the sheath. The tavr procedure was aborted and the iliac artery was repaired with a covered stent.

Manufacturer narrative:
Update section f10.

Manufacturer narrative:
This is one of three manufacturer reports being submitted for this case.  Please reference related manufacturer report no: 2015691-2020-13829 and 2015691-2020-14120.  The 14f esheath was returned with a 26mm commander delivery system partially inserted through it.  A review of imagery provided showed the following:  the access vessel (left femoral and iliac arteries) had presence of tortuosity; the valve was exposed through the sheath as the sheath¿s liner was torn; outflow struts of the valve were bent. Visual inspection of the returned device was performed and the following was observed: sheath was not fully expanded; delivery system and valve exposed through sheath liner; liner tear starts 3.75" distal to end of strain relief with length of approximately 3.75"; damage to hdpe with length of 1/2" located 3.75" from distal strain relief; approximately 1" of liner stretching located 2.5" distal to strain relief; approximately 2.5" of liner stretching located 5" from distal end strain relief; hanging liner tear approximately 1" in length, 4.25" from distal end of strain relief, connected on both sides.  During manufacturing, the sheath shaft components were 100% visually inspected for any defects.  During the manufacturing process the esheath final assemblies were 100% visually inspected by both manufacturing and quality.  The inspections and tests described above support that it is unlikely a manufacturing non-conformance contributed to the reported complaint. A device history review (DHR) was performed and did not reveal any manufacturing nonconformance that would have contributed to this complaint event.  A lot history review was performed and revealed one additional similar complaints relating to sheath shaft resistance with delivery system and liner torn.  A review of the complaint history from october 2019 to september 2020 revealed additional similar complaints for sheath shaft resistance with delivery system and liner torn for esheath (all models and sizes).  The complaints were confirmed, but no manufacturing non-conformities that would have contributed to the reported events were identified. Available information suggested that patient and/or procedural factors may have contributed to the complaint events. Complaint histories for all reported events are reviewed against trending control limits monthly, and any excursions above the control limits are assessed and documented as part of this monthly review. A review of the risk management documentation was performed, and the reported event is an anticipated risk of the transcatheter heart valve procedure, additional assessment of the failure mode is not required at this time. The complaints for sheath shaft resistance with delivery system and sheath shaft liner torn were confirmed by the condition of the returned device and applicable imagery. No manufacturing non-conformances were identified in the returned sample. A review of lot history, complaint history, DHR, and manufacturing mitigations supported that a manufacturing non-conformance likely did not contribute to the reported events. A review of IFU/training materials revealed no deficiencies. Per report, ¿the valve and delivery system was unable to advance beyond the left common iliac¿. Per the device training manual, ¿push force can vary due to angle of insertion, vessel diameter, tortuosity and degree of calcification.¿ per the provided imagery, the patient¿s access vessel had presence of tortuosity. Tortuosity can provide for a challenging pathway for delivery system insertion through the sheath as it can create suboptimal angles which can lead to resistance. These patient factors, in conjunction with the exposed apices of the crimped s3u thv, may increase the rate of the thv getting caught on the sheath, preventing further advancement. A corrective/preventative action has identified potential areas for s3u design/process improvement to mitigate against the failure. As such, available information suggests that patient factors (tortuosity) may have contributed to the complaint event. The liner tear likely occurred due to excessive device manipulation during advancement and retrieval of the delivery system with the crimped valve. As the device was manipulated to advance the delivery system through the sheath, the valve outflow struts may have bent. With additional manipulation, it is possible that the bent valve struts interacted with the sheath liner, leading to the observed liner tear. As such, available information suggests that procedural factors (bent valve struts caught on sheath liner, excessive device manipulation) may have contributed to the complaint event. Since no product non-conformances or IFU/training deficiencies were identified during evaluation, a product risk assessment (pra) escalation is not required.  However, per management discretion, pra has been previously initiated to assess risks associated with high push force of the commander delivery system with s3u through the esheath.  A corrective/preventative action was initiated to investigate issues associated with insertion of the valve through the sheath using the sapien 3 ultra system (sapien 3 ultra thv, commander delivery system, and esheath).

Manufacturer narrative:
Per engineering valuation, liner strand approximately 1 inch in length was observed.  Investigation is ongoing.